Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported constant air in line alarm. A review of the event history log identified multiple air in line alarms. The cause was determined to be failing ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had constant air in line alarm even when there was no air in the line. The reported problem occurred during programing/set-up. There was no patient involvement. No additional information is available.